Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort near the rectum as the reservoir migrated from the space of retzius to the rectum. A revision surgery was performed to remove the component and implant a new one in the space of retzius. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort near the rectum as the reservoir migrated to the rectum. A revision surgery was performed to remove the component and implant a new one in the space of retzius. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.